Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) appears to be due to suboptimal leaflet insertion as visualization was difficult. The reported image resolution poor was due to challenging anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report a single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ and a tethered posterior leaflet. It was noted imaging was challenging throughout the procedure. A mitraclip xtw was implanted, but 30 seconds post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.